Event description:
The user facility reported that the device came into contact with a patient. The device slipped on a patient. Additional information was received from the facility. The neuro clinician advised that the patient's head slipped during surgery, but there was no injury to the patient. The device was replaced with another clamp.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. And investigation has been initiated, based on the reported information.